Manufacturer narrative:
Block g: site name and address corrected (B)(4).

Manufacturer narrative:
Block b5: this is no longer a reportable event for measurement drift as it does not meet the following: step 1: the wire must have been successfully normalized before proceeding to the lesion site of interest. Step 2: the ifr/ffr measurement must have already been successfully obtained. Step 3: the drift must occur during the second normalization inside the guide catheter after the measurement. Block h6: medical device problem has been updated to imdrf #a090811 (unable to obtain readings) from imdrf #a090805 (incorrect measurement). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Further review determined that this is not a measurement drift complaint and has been reclassified to "could not normalize". This failure occurred prior to measurement; therefore, the ifr/ffr measurements could not be obtained. This is no longer reportable as there is no potential for inaccurate measurements with recurrence.

Event description:
It was reported that a omniwire pressure guidewire was used in a diagnostic coronary procedure. During use, measurement drift was experienced outside the acceptable parameters. Another device was used to complete the procedure with no patient injury reported. This product problem is being submitted due to measurement drift. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire wire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.